Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified a crease fold, wear/abrasion, one curved opening on the radius, and an observed void >1 mm in the non-textured, valve-to shell-bond area. A leak test and microscopic analysis was performed which identified one smooth crease opening on the radius. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: one smooth crease opening on the radius assessed as a fold flaw opening.

Event description:
Additionally, healthcare professional reported "particles in valve". Device has been explanted.